Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient was in the emergency room (ER) with terrible pain. It was noted the pain had been in terrible pain for the past three days where he could not drive, or walk up steps, and was bend over. The patient had these issues on and off for the past month and was in the ER last weekend as well. It was noted the patient had been in the ER six times in the past year with these issues. It was reported the patient gets vertigo when he gets up quick to answer the door. It was also reported when the patient looks up to the ceiling the stimulation sensation moved up and increased and when the patient bends over to pick up a newspaper he became stooped over. The patient had tried taking sleeping pills to try and alleviate the issue. At the ER the patient was given morphine, toradol, and valium which were helping his symptoms but when it wears off the patient reported he would be right back to experiencing the same issues. The patient denied any body trauma or falls that may have contributed to these issues. Additional information received reported that the patient was experiencing a shocking sensation which started 3-4 months ago. The shocking was reported as having occurred at the implantable neurostimulator (ins) site, from there spreading across the patient¿s back, in the area from the small to the middle of his back, and down his leg to his knee, where his leg then became numb from the knee down. The patient had gone to the doctor three times in response to the shocking issue and had not had any falls or trauma at that time. It was then stated that the patient had fallen two times as a result of icy conditions, the patient¿s progressive loss of equilibrium, and the numbness in his foot. The falls had caused the patient to hurt his back and knee. Additionally, the patient¿s knee and all of his right side were reported as having been ¿going out.¿ specifically, the patient¿s knee had been ¿going out¿ in an on and off fashion for two weeks. The ins was on the patient¿s left side and at the ins location the patient had been experiencing back pain. The patient was reported as having been on bed rest. The ins was reported as ¿no good¿ and the patient had ¿never had any satisfaction out of it.¿ it was reported that the patient had never had therapeutic effect and that his ins ¿had never worked and never will.¿ the patient¿s foot was reported as having been numb prior to implantation of the ins. Additional information received reported that the patient was in a lot of pain. The patient was also reported as having felt shocking on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.